Event description:
Per the clinic, the patient underwent an integrity test under general anaesthesia on (B)(6) 2025 to determine function of the internal implant, as the patient refuses to wear both the left and right sound processor. The implanted device remains.